Manufacturer narrative:
No device has been returned to olympus for evaluation and cannot conclusively determine the exact cause of the patient's outcome. Olympus will continue to investigate this report and if additional significant information becomes available at a later time, this report will be supplemented. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus was informed that a patient underwent a laparoscopic supracervical hysterectomy and left salpingo-oophorectomy procedures using a morcellator. It was alleged that the use of the morcellator led to the upstaging, dissemination, and seeding of endometriosis and fibroid tissue. It was reported that in 2012, the patient was found to have endometriosis, a spreading of uterine cells into the abdomen and leiomyomatosis. The patient had to undergo major exploratory surgery, right salpingo-oophorectomy, radial resection of peritoneal masses and a partial sigmoid resection and reanastomosis. Olympus contacted the user facility via telephone and in writing to obtain additional information regarding the reported event but with no success.